Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps was returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned display with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 1 was female.